Event description:
It was reported that this right ventricular (rv) lead exhibited a high pace impedance measurement of 2013 ohms, which triggered a lead safety switch (lss) from bipolar to unipolar configuration. Also, when in bipolar, there was a high capture threshold. Technical services (ts) walked the health care professional (hcp) through testing unipolar pacing. Ts recommended programming the device to bipolar sensing and unipolar pacing. It was noted there was no pocket stimulation and the patient was asymptomatic. Ts determined there was a gradual rise in pacing impedance since may and suspected calcification of the rv tip electrode. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).